Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the field indicates the associated left ventricular (lv) lead exhibited loss of capture (loc), so a revision was performed but the patient had an occluded anatomy so this rv lead was removed. No additional adverse patient effects were reported.